Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both right atrial (ra) lead and right ventricular (rv) lead dislodged multiple times during the implant procedure. It was reportedly difficult to position the leads due to patient's anatomy of stenotic vein. Ra lead was not implanted, but rv lead was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.